Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to confirm the reported needle mechanism failure or to determine its root cause.

Event description:
It was reported by the parent that the patient¿s blood glucose level reached 400 mg/dl while the pod was worn on the skin for an unknown duration. The parent also reported that during pod attachment, the needle failed to deploy.